Event description:
The customer stated that his meter readings were out of range. While troubleshooting, the customer received a normal control test result of 18 mg/dl. The normal control range is 85-115 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.